Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a cotton tipped applicator. The customer reports that the cotton came off the swab and had to be removed by the doctor using forceps. The doctor had to open the wound a little more to get the cotton out. No medications were prescribed to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.